Event description:
Caller reported a malfunction on the pump, identified with a malf 3 code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer plans to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted. The caller, a minor, needs to discuss with their parents before deciding on obtaining an out-of-warranty loaner pump or renewing the warranty.